Manufacturer narrative:
The manufacturer evaluated the device and measurement & calculation printouts provided by the hcp. Based on the analysis, it can be confirmed that the event occured due to user error. The measured axial length value provided by the iolmaster 500 was not used for calculation. The axial length value was edited manually and caused the surgical surprise outcome. The IFU contains instructions and precautions to avoid measuring errors und informs about product-specific risks. The user manual describes in detail how to perform measurements on patients, subsequent calculation of intraocular lens power, and contains warnings about relevant parameters.

Event description:
A health care professional (hcp) reported that the axial length used for iol calculation was not the axial length that was measured by the iolmaster 500. The issue was not caught prior to surgery and a refractive surprise on the patient's right eye occurred. The doctor reported that he had implanted the wrong lens into the patient's eye. The patient is now near sided. The doctor reported that he is planning to explant the lens.